Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Further medical intervention is considered but no date has been scheduled yet.

Event description:
The recipient's hearing performance with the device is affected. The recipient noticed a sudden decrease in hearing with the device. There was no redness or swelling around the implant and there was no change in the recipient's health or medication.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.